Event description:
After previous evisceration surgery, patient complained of poor fit and movement of ocular prosthesis. Ocu-guard (flat configuration) was used in a subsequent surgery to wrap the orbital implant in 1999. Patient then presented with wound dehiscence, inflammation and bleeding. Underwent repair surgeries of two dehiscences on 12/07/1998, 03/18/1999, and 04/15/1999. Received a mucous membrane graft on 06/09/1999. Unable to wear ocular prosthesis. Presented with another wound dehiscence and inflammation on 08/03.1999.